Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient was hospitalized due to a fever. Patient was taken to the hospital via ambulance. Patient was hospitalized for five days. Results of testing while at hospital determined the patient had sepsis. The patient was released from the hospital on (B)(6) 2015. There was no malfunction alleged against the device. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. Diabetes mellitus is a known cause of fever as well as slowing the body's ability to fight infection. However, a root cause cannot be determined.